Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an elongated stylet was confirmed and the cause appeared to be use-related. The product returned for evaluation was one stylet with t-lock assembly. There was a break in the inner core wire and the outer coil wire was elongated. The weld tip was intact. Tactile inspection of the sample confirmed a break in the inner core wire. Microscopic inspection of the distal tip of the sample confirmed that the distal weld tip was intact. Microscopic inspection of the break in the inner core wire revealed a dully granular break surface. Material necking was observed in the vicinity of the break. The characteristics of the break were typical of damage caused by tensile stress. The event description indicated that the stylet became elongated during attempted removal. Stylet removal may have been attempted prior to wetting the catheter. The stylet possesses a hydrophilic coating and must be wetted prior to removal to reduce friction between the catheter and the stylet. The pre-flush warning tag was attached to the returned stylet. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Nurse reported to sales representative that when trying to remove the PICC stylet during insertion, the stylet allegedly kept stretching and pulling. When the nurse took it out, they reported that it looked to be about three feet long. Nurse stated that the stylet allegedly unraveled. A nitinol wire was said to have been used to continue the placement. No patient harm reported.